Event description:
Additional information was received from the patient. They reported that the cause of the issue was not known. When asked about the steps taken to resolve the issue, they stated that they kept it charged more and used it more now, (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they hadn't used the ins all week and yet the ins battery was completely ran down. Pt said that they thought it was strange that the ins battery would be depleted when they hadn't used the ins. Agent reviewed with the pt that the ins battery would still deplete even if the ins wasn't being used. Agent had the pt initiate an ins recharging session during the call. Pt saw recharging excellent. When asked for the event date, pt said that they had been monitoring the ins battery all week. Pt noted that they hadn't seen hcp since the new ins battery was implanted about 5 years ago. Agent reviewed with the pt to keep the ins charged even if the ins was not being used.